Event description:
A user facility reported a pt is experiencing double vision and blurry vision following intraocular lens (iol) implant surgery. In a follow-up, the surgical technician reported the lens was exchanged.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 04/17/2012 and 05/04/2012 by phone, fax, and mail. A completed questionnaire was received on 05/07/2012. (B)(4).